Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient.

Event description:
The event reported: patient reported that their patient programmer would not do nothing back in (B)(6) 2016 and they put new batteries in it and it would not do nothing. Patient reported that they were leaking like a sieve since (B)(6) and doctor won't give their patient programmer (pp) back. Doctor said that patient programmer was broken. There were no complications or that no further complications were reported. Patient was implanted for bowel dysfunctional / sacral nerve stimulation and gastrointestinal / pelvic floor. Additional information was received from a consumer. It was reported that the patient programmer broke in (B)(6) of last year and the screen went blank. The patient never got it back and currently did not have a way to control the device. It was reported that it ¿hurts like the dickens¿ on and off, and that the device was not controlling their bladder. No further complications were reported/anticipated. Additional information received from the patient as they reported that they were sick and tired of this pain (unrelated event) and this part that's implanted in me due to nerve damage to my bladder? And the other area that also leaks now. They were told before the device was put in me (not after) that they could never ever have another MRI done (in which I need done now).  They would never would have had it done.  Now here's what they were asking, either the manufacturer take this thing out of their left hip and put something that would also work with them still being able to [get] mris or if the manufacturer did not have such a device, then just take it the hell out!!!  Right at this very moment, their right shoulder was a mess.  They had at least 15 shots into it and they take the pain away for only 2 or 3 days.  No medicine helped and it¿s also my right hand, it affected my writing and it hurt.  They had two surgeries on it, but my legs gave out (due to the accident) and the last time (B)(6) 2015 they went flying head and shoulder into a china closet and due, been in very much had pain since and the last 2.5 months it had gotten way worse ! So here's the deal, either you do what they asked alone or they would get someone else to do it or they would do it themselves.  They had sewn themselves up times before and the pain can't be much worse than this. Additional information from the patient reported it¿s been broken since (B)(6) 2015. The patient stated they wanted the implant out and they wanted an MRI compatible or they want it out. The patient reported if they don¿t take it out they will take the part out and send it to another station. There were no further complications that have been reported as a result of this event.